Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus premier ous mr 32 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 51.6cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The target lesion was predilated with a 6x2mm balloon. A 32 x 3.50 promus premier drug-eluting stent was then advanced over a 0.014 wire, however, significant resistance was encountered and the shaft fractured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The target lesion was predilated with a 6x2mm balloon. A 32 x 3.50 promus premier drug-eluting stent was then advanced over a 0.014 wire, however, significant resistance was encountered and the shaft fractured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.